Event description:
It was reported that on (B)(6) 2015, a 3.5x18mm xience alpine stent was implanted in the proximal right coronary artery (rca) lesion. Post implantation, a dissection occurred. The dissection was treated with implantation of a 3.5x28mm xience alpine stent in the mid rca. On (B)(6) 2015, the patient experienced elevated creatinine kinase-myocardial band (ck-mb), less than 5 times the normal upper limit. There was no treatment provided and the patient was discharged home that same day. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: a 3.5x15mm xience alpine stent was implanted in the distal right coronary artery (rca) without reported issue.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.